Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('constant abdominal pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("intense fatigue"), swelling ("swelling"), fluid retention ("water retention"), muscle disorder ("major muscular problems"), arthralgia ("joint pain"), alopecia areata ("hair loss/ bald patch"), urinary tract infection ("recurring urinary tract infections"), fungal infection ("yeast infections"), migraine ("recurring migraine"), speech disorder ("speech problems"), depression ("depression"), insomnia ("insomnia") and memory impairment ("memory problems") and was found to have weight increased ("10 kg weight gain"). At the time of the report, the abdominal pain, fatigue, swelling, fluid retention, weight increased, muscle disorder, arthralgia, alopecia areata, urinary tract infection, fungal infection, migraine, speech disorder, depression, insomnia and memory impairment outcome was unknown. The reporter considered abdominal pain, alopecia areata, arthralgia, depression, fatigue, fluid retention, fungal infection, insomnia, memory impairment, migraine, muscle disorder, speech disorder, swelling, urinary tract infection and weight increased to be related to essure. The reporter commented: unable to move due to the problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('constant abdominal pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("intense fatigue"), swelling ("swelling"), fluid retention ("water retention"), muscle disorder ("major muscular problems"), arthralgia ("joint pain"), alopecia areata ("hair loss/ bald patch"), urinary tract infection ("recurring urinary tract infections"), fungal infection ("yeast infections"), migraine ("recurring migraine"), speech disorder ("speech problems"), depression ("depression"), insomnia ("insomnia") and memory impairment ("memory problems") and was found to have weight increased ("10 kg weight gain"). At the time of the report, the abdominal pain, fatigue, swelling, fluid retention, weight increased, muscle disorder, arthralgia, alopecia areata, urinary tract infection, fungal infection, migraine, speech disorder, depression, insomnia and memory impairment outcome was unknown. The reporter considered abdominal pain, alopecia areata, arthralgia, depression, fatigue, fluid retention, fungal infection, insomnia, memory impairment, migraine, muscle disorder, speech disorder, swelling, urinary tract infection and weight increased to be related to essure. The reporter commented: unable to move due to muscle problems based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.